Manufacturer narrative:
The hill-rom tech found the brake caster rolls while engaged. Per the hill-rom user manual, annual preventive maintenance must be performed to insure all bed features area functioning as originally designed. Particular attention much be addressed on safety features, including but not limited to caster braking systems. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2010-2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech adjusted the brake set screw on pt left foot brake castor, used degreaser on pt left foot brake castor to remove waxy buildup to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating he found a note on the bed that said the brakes were not holding. The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).